Manufacturer narrative:
It was reported that the patient experienced skin discomfort, which included a discharge, while wearing the universal patch. The patient sought medical treatment and was prescribed a topical steroid. Engineering evaluation was ynable to be performed as the universal electrode patch was no returned. The universal patch single use and disposed after use; therefore, it is not likely to be returned. The patient reported not following skin prep instructions and has a known skin sensitivity or allergies to metals and latex. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors can attribute to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the customer experienced skin irritation, which included discharge, while wearing the mcot universal patch. The patient sought medical treatment and was prescribed a topical steroid. The patient did not follow skin preparation and does have an allergy to metal and latex.